Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive after exposure to water while swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:the keypad cover was found to be peeling at the ok button. During testing, the ok keypad button was found to be intermittently unresponsive and the down button was completely unresponsive; the up arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.